Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. Reference MDR#: 2029214-2015-05121. (B)(4)

Event description:
Medtronic (covidien) received information stating there were complications with three pipeline flex devices during embolization treatment of an unruptured amorphous aneurysm measuring approximately 10mm x 4mm located in the paraophthalmic segment of the left internal carotid artery (ica). For pipeline flex ped-450-12, the ptfe sleeves could not be recaptured with the marksman catheter after it was successfully implanted. The entire catheter had to be removed in order to re-access. For pipeline flex ped-500-10, it partially opened with a narrowing at 2mm from the distal end. The physician attempted 4 times to open the pipeline by re-sheathing and re-deploying it. The pipeline was unsheathed with and without the load but it still would not open. The pipeline was then resheathed and removed with the marksman catheter. For pipeline flex ped-475-12, it was reported the distal 1/3 of the pipeline was not opening so an attempt was made to remove it. During removal, it opened and was implanted successfully. Post procedural angiography showed slow filling into the aneurysm. The distal and proximal landing zone was 4mm x 4.5mm. The vasculature was normal in tortuosity. The dual antiplatelet regimen was unknown. No patient injury was reported as a result of the procedure.